Manufacturer narrative:
Biomérieux investigation was conducted against the two isolates (s1 and s2) submitted by the customer. Investigation testing included: vitek 2 gp ID confirmed the organism to the species staphylococcus epidermidis. Agar dilution (ad, the reference method): sxt mic = 20 (susceptible) for both strains (s1 / s2) vitek 2 ast-p580: customer lot - mic = 20 mg/l (susceptible) for both strains (s1 / s2) random lot - mic <= 10 mg/l (susceptible) for both strains (s1 / s2) - (B)(6): result of resistant. The investigation duplicated the results obtained by the customer. The susceptible vitek 2 ast-p580 results are in agreement with the reference method. The vitek 2 ast-p580 cards are performing as expected.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a false susceptible sxt result for a staphylococcus epidermidis organism in association with the vitek 2 ast-p580 test kit. Repeat testing provided the same result. For positive blood cultures, the customer immediately performs disc diffusion test to obtain a preliminary result. The sxt trimethoprim/sulfamethoxazol test provided a resistant (r) result showing growth on the disc (0mm no-growth zone). Testing of the organism via the vitek 2 ast-p580 test kit provided a result of susceptible (s) with a mic=20. Due to the discrepancy between vitek 2 ast-p580 and disc diffusion, the customer performed additional disc diffusion tests using a new culture and discs from two different packages (original and newly opened). The results were again resistant (r). Quality control for both test methods passed. The customer reported the disc diffusion result to the treating physician. The vitek 2 ast-p580 result was not used in patient treatment decisions. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Culture submittals have been requested by biomerieux for internal investigation. Internal biomerieux investigation will be initiated.